Event description:
On (B)(6) 2013, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm and internal iliac artery aneurysm on the left side. The patient tolerated the initial procedure. It was reported that the patient experienced a distal type I endoleak and on (B)(6) 2013 underwent an endovascular procedure to implant an iliac extender. The follow up exam on (B)(6) 2014, showed that the aneurysm size after treatment was 79mm. Further information was requested.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also was implanted pxt231418/unk. Further information was requested.

Manufacturer narrative:
Event description. Originally the device causing the endoleak was unknown, therefore we reported on the pxt231418; however, upon further investigation, it was determined that the distal type I endoleak is associated with the pxc121400 device. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement and endoleak.

Event description:
It was reported that the patient had adequate anatomy. It was reported that the patient experienced a distal type I endoleak from the contralateral leg component (pxc121400/10503642) and on (B)(6) 2013, underwent an endovascular procedure to implant an iliac extender (manufacture unknown). The aneurysm was not enlarged. As reported the cause of the endoleak was due the device positioning near the aortic bifurcation. The procedure was completed without any complications.